Event description:
It was reported that inflation could not be maintained on one, size 8 dct, disposable cannula low pressure cuffed tracheostomy tubes. This was detected during a pre-insertion test. There was no direct pt involvement. The size 8 dct device was discarded and as such is not available to be returned to the MFR for identification, analysis and investigation.